Event description:
The pt has been getting high blood glucose readings on suspect device for several days (209 mg/dl 12/30/1998, 225 mg/dl 12/29/1998 and 250 mg/dl 12/28/1998). He increased his insulin from 23 units to 25 units based on these values. He was shopping and became disoriented and passed out. The paramedics were called and his blood glucose tested and was 52 mg/dl. He was given intravenous fluids with saline and taken to emergency room.